Event description:
The facility representative reported a flogard infusion pump with a malfunction of sounds all the time. It is unknown when this condition occurred in the emergency room. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "sound all the time" was confirmed as failure 94 during device evaluation by the service technician. The cause of the problem was a defective battery. Service replaced the battery to fix the problem. Should additional relevant information become available, a follow-up MDR will be submitted.